Manufacturer narrative:
Product #1 pi main [(B)(4)]. The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder (aso) was selected for use. During the procedure, the left atrial disc deformed in a cobra-head shape when fully deployed. One resheath/redeployment attempt was made; however, the deployment issue persisted. Another 20mm aso (lot number unknown) was successfully implanted, and the patient remained hemodynamically stable throughout the procedure. There were no reported patient consequences.